Manufacturer narrative:
Additional information was added to d9, h3, h6 and h11: h11: the device was received for evaluation. A visual inspection by the naked eye was performed and a crack on the light blue main body was observed. Leak, clear passage, and clamp function tests were performed and no issues were observed. The reported condition was verified. The cause of the damaged/cracked main body could not be determined, however, if the device was exposed to chemical agents such as hydrogen peroxide, alcohol or bleach, as listed on product packaging, this could damage the transfer set materials. When there is a crack or broken main body, there is no breach in the sterile pathway because there is an intact silicone tubing attached to the dark blue female connector and beige catheter adapter connector. The reported issue is specific to cracks at the top of the main body, which houses the intact silicone tubing through which pd (peritoneal dialysis) solution flows. After consideration for potential harms and worst-case scenarios, there would be no serious adverse health consequence from this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
D4: the lot number is unknown, therefore, only a primary di number could be provided. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a crack in the minicap transfer set. This was identified during use of the device for peritoneal dialysis therapy. The transfer set was replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.